Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had noise when the cable was flexed. It was indicated that no cables were returned with the epg. It was also indicated that the epg's hanger assembly was contaminated. This part was replaced and the epg passed final functional and system tests.

Event description:
It was reported that, while in use with a patient, the external pulse generator (epg) had noise on the ventricular output when the cable was flexed. A new cable was used but the issue was not resolved. The epg was replaced and returned for service. No patient complications have been reported as a result of this event.